Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was above 439 mg/dl at the time of incident and current blood glucose level was 188 mg/dl. Customer other relevant blood glucose level was 400 mg/dl and 435 mg/dl. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.